Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed.

Event description:
It was reported that multiple malfunction alarms occurred. Customer¿s blood glucose level was 193 mg/dl. The customer indicated that no backup insulin therapy method was available. A replacement pump was sent to the customer for continued insulin therapy.